Manufacturer narrative:
Roi: it was reported that a revision surgery was performed due to fracture of a biolox forte ceramic inlay (75007454). The patient heard a cracking noise during stopping activity with subsequent pain. The biolox forte ball head (aesculap) was also revised during surgery. The inlay, used in treatment, was received for investigation. The inlay is broken into ten small and a multitude of very small fragments. The product evaluation which was performed by the supplier, but it could not determine the reason for the breakage. The material analysis of insert did not reveal any deviations from specifications. The density of the material is complying with the delivery specification. Also the production documentation did not reveal any deviation from standard procedures. There was one similar complaint reported in the past with the same failure mode, however also in this case no deviations from standard procedures was detected. The failure mode an the severity are covered through the risk management files. The IFU states that fractures of components can happen in very rare cases (lit. No. 12.23 ed. 06/08). A medical assessment was performed, it is concluded that the cause for the fracture is unknown. It is unknown what kind of activity the patient performed. The failure mode of the fractured insert is confirmed, however the root cause of the fracture stays undetermined after investigation. Smith and nephew will monitor both devices for further similar issues. The device will be retained.

Event description:
It was reported that a patient, during stooping activities, heard a cracking noise in the right hip with subsequent pain in the area. Revision surgery was performed on (B)(6) 2020 to exchange insert and femoral head (competitor's device).

Manufacturer narrative:
Results of investigation: it was reported that a revision surgery was performed due to fracture of a biolox forte ceramic inlay (75007454). The patient heard a cracking noise when stopping activity with subsequent pain. The biolox forte ball head (aesculap) was also revised during surgery. The inlay, used in treatment, was received for investigation. The inlay is broken into ten small and a multitude of very small fragments. The product evaluation which was performed by the supplier could not determine the reason for the breakage, as fragments of the insert are missing for investigation. The material analysis of insert did not reveal any deviations from specifications. The density of the material is complying with the delivery specification. Also the production documentation did not reveal any deviation from standard procedures. There was one similar complaint reported in the past with the same failure mode, however also in this case no deviations from standard procedures could be detected. The failure mode an the severity are covered through the risk management files. The IFU states that fractures of components can happen in very rare cases (lit. No. 12.23 ed. 06/08). A medical assessment was performed, it is concluded that the cause for the fracture is unknown. It is unknown what kind of activity the patient performed. The failure mode of the fractured insert is confirmed, however the root cause of the fracture stays undetermined after investigation. Smith and nephew will monitor both devices for further similar issues. The device will be retained.